Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient replaced four infusion sets due to poor adhesives event on (B)(6) 2026. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4) - device 4 of 4.